Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient¿s friend/family member were calling for assistance connecting to the pump. The patient stated that for a while now they've had difficulties connecting to the pump and have seen ¿no pump response¿ often. During troubleshooting the patient was escalated stated 'this is the same place that I've been holding it for the last year. It's so slow to do anything. I've stood on my head and done everything you're going to tell me.' The patient stated after pump refill, it takes them 30 seconds to get a bolus, and awhile after refills takes them multiple minutes. The patient was unable to receive bolus after trying for 2 hours today. An email was sent to the repair department for a replacement device. The patient having difficulties connecting to pump with 'no pump response.' Communicator has not been wet/dropped.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID tm90t0, serial# (B)(6); product type accessory; product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.